Event description:
A healthcare facility in utah reported, via a fisher & paykel healthcare (f&p) field representative, that the rt219 bi-level/CPAP breathing circuit, as part of a non-invasive ventilation (niv) system, became disconnected and then was incorrectly reconnected to the circuit. It was further reported that the patient desaturated, the respiratory therapist quickly corrected the issue and the patient recovered to a stable condition. There were no further patient consequences.

Manufacturer narrative:
(B)(4). Method: multiple requests were made to retrieve the complaint device and further information with regards to the reported event; however, the device and further information were not received by fisher & paykel healthcare (f&p). Therefore, our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the rt219 bi-level/CPAP breathing circuit, as part of a non-invasive ventilation (niv) system, became disconnected. The mask was then incorrectly reconnected to the exhalation port, instead of the mask end of the exhalation port adaptor. It was further reported that the patient desaturated, the respiratory therapist quickly corrected the issue and the patient recovered to a stable condition. Conclusion: the reported misconnection of the bipap mask to the exhalation port end of the rt017 exhalation port component was a result of user error. The customer has also stated that the incorrect reconnection was due to user error. There was no reported damage or malfunction with the rt219 breathing circuit. The user instructions that accompany the rt219 bi-level/CPAP breathing circuit include a pictorial showing the instructions to connect the circuit and exhalation port correctly. It also includes the following: check all connections are tight before use. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. For use under the supervision of trained medical personnel.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information and the subject bi-level/CPAP inspiratory heated circuit. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the rt219 bi-level/CPAP breathing circuit, as part of a non-invasive ventilation (niv) system, became disconnected and then was incorrectly reconnected to the circuit. It was further reported that the patient desaturated, the respiratory therapist quickly corrected the issue and the patient recovered to a stable condition. There were no further patient consequences.